Manufacturer narrative:
Non-invasive testing was performed. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The event trace was downloaded for review. The alarm codes found in the event trace all fall into what are considered to be typical alarms that normally occur during patient ventilation.

Event description:
It was reported that the patient passed away while connected to the ventilator. The patient's parents were providing care for the patient at the time of the incident. Both of the patient's ventilators were involved during the reported event as they were apparently being swapped back and forth on the patient. There are no allegations of ventilator malfunction causing patient harm.